Event description:
The neurological intensive care unit nurse reported the retention balloon would not deflate. The flexi-seal fms was inserted on (B)(6) 2014 at 10:00 pm. The signal indicator did not 'pop up' after inserting 40 cubic centimeters of water. The nurse inserted an additional 5 cubic centimeters of water for a total of (B)(6) cubic centimeters of water into the retention balloon. On (B)(6) 2014 at 02:00 am the nurse noted the flexi-seal fms was leaking. The nurse withdrew 10 cubic centers of water from the retention balloon. She could not withdraw any additional water from the retention balloon and she had another nurse irrigate the device. The retention balloon would not deflate. The device was working and was not removed at that time. It was further reported the day shift on (B)(6) 2014 found the flexi-seal fms had self deflated and was lying in the bed with the patient.

Manufacturer narrative:
It was discovered on (B)(6) 2015 that the street name for the individual reporter was incorrect on the initial MDR that was reported to the FDA on 12/31/2014. The correct street name is (B)(6). Additional information was received on 01/12/2015 stating that the flexiseal was leaking stool, so it was attempted to deflate the balloon by 10cc. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 01/15/2015.

Manufacturer narrative:
Additional information was received on 07/22/2015. Third party manufacturer reviewed the routers used to manufacture lot # 14vm542271 and no discrepancies or deviations were noted outside of the normal process parameters during manufacturing. All the catheters passed cosmetic and functional testing as specified by convatec. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/05/2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was one (1) report for this device. An individual FDA form 3500a will be submitted for the additional issue. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.